Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the patient. A lot history (lhr) of rexa1207 showed no other similar product complaint(s) from this lot number.

Event description:
Placing PICC was difficult. Repeating insertion and retraction of the wire in order to place the line. X-ray confirmation of broken wire inside the patient. Too risky to remove the wire from the patient. Patient is not showing any adverse symptoms.